Manufacturer narrative:
The product was returned to boston scientific for analysis. The returned product consisted of a mamba flex microcatheter. The hub, shaft and tip were microscopically examined. The device showed damage on the catheter shaft approximately 67cm from the tip. The damage looked to be a burst from the inside lumen out to the catheter shaft. Fluid was injected into the lumen with a syringe to see if the device would leak at the burst damage area. It did show that the hole was from the inside of the lumen. No other issues were identified during the product analysis. The complaint was confirmed for burst issues.

Event description:
It was reported that microcatheter rupture occurred. During the procedure, the mamba flex microcatheter along with a non-bsc guidewire performed as desired and crossed the chronic totally occluded lesion. When the guidewire was distal to the lesion, the mamba was flushed with saline with an inflation device at 15-20 atmospheres. The mamba automatically came back but the guidewire stayed in place. During the injection the mamba microcatheter ruptured. The procedure was successfully completed with this device without issue or patient injury.

Event description:
It was reported that microcatheter rupture occurred. During the procedure, the mamba flex microcatheter along with a non-bsc guidewire performed as desired and crossed the chronic totally occluded lesion. When the guidewire was distal to the lesion, the mamba was flushed with saline with an inflation device at 15-20 atmospheres. The mamba automatically came back but the guidewire stayed in place. During the injection the mamba microcatheter ruptured. The procedure was successfully completed with this device without issue or patient injury.